Event description:
Or nurse reported to sales rep that the surgeon had several issues during a surgery with a trochanteric nail kit. The nurse claimed that the leg screw moved out of the bone after surgery into the acetabulum and that another screw went into the stomach.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report. Same patient event as MDR 9610622-2010-00080.